Event description:
The urine meter leaked from the round drain valve on the collection bag. It was defective. Since this initial event I have had three other events reported to me of the same device failure.

Event description:
The urine meter leaked from the round drain valve on the collection bag. It was defective. Since this initial event I have had three other events reported to me of the same device failure.